Manufacturer narrative:
Follow-up received on 13-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0144): essure was inserted on (B)(6) 2009. She had problems with essure since the beginning. Inserting the left coil was relatively smooth - it hurt/was uncomfortable, but she was able to tolerate it. At the time of being inserted the right coil, the consumer guessed her right tube started to spasm so it made it harder to get in. The doctor almost could not get in and had to try a few times. The pain was so bad she spent the rest of the weekend in bed and taking pain medication. The pain was worse than childbirth. On (B)(6) 2009, the consumer went to her doctor complaining of back pain and she was running a temperature of 100. The doctor said that was probably from the trauma of the procedure. On checkup, essure coils were in place and tubes were blocked. In 2010, the consumer put on weight 12 pound in a year, even though she had not changed her eating habits at all. She started to exercise, which I and in 9 months she was able to get back down to around 112 pounds. In (B)(6) 2010 she was having periods 2 times a month and had a very low libido. From 2011 to 2014, she noticed she was a lot more gassy and she would be farting all the time. She had less energy and her sex drive was totally gone. Occasionally, just before she was going to get her period, her lower back pain would get sore and then it started to go away when her period began - it was like she was getting low back pain instead of cramps. Also, she noticed that sometimes, before she would have her period, she would get flu like symptoms: she would get up at night in a feverish sweat and would get the foggy head feeling. Her doctor thought she might have a cyst, but there was no cyst on ultrasound. Her periods were usually short (about 3-5 days) but she started noticing that they started to get longer (5-7 days) and she had one that lasted almost 2 weeks. In (B)(6) 2014, the consumer mentioned her issues to her gynecologist and she told her that she was probably in the early stages of menopause (she was on her early (B)(6) at that moment), which was common in her family. In (B)(6) 2014 her back pain got worse but initially she believed that it could be due to the fact that she was going to move and she was packing boxes and moving furniture. She also had headaches, she was stressed. In (B)(6) 2014, the pain was really bad. In (B)(6) 2014, she started skipping periods, which the doctor said to be stress related. During all this time the consumer tried chiropractic, essential oils, yoga and stretching, but the only time she did not notice the pain was when she was asleep. She was also using a heat wrap 24/7. A biopsy of a cyst was performed (unspecified date, no result provided). The consumer had undergone a hysterectomy, and 2 days after, the intense back pain was gone. She related all events to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced low back pain. Approximately 5 years after essure insertion, she underwent a hysterectomy and essure inserts were removed. This event is listed according to the reference safety information for essure. In this particular case, consumer stated that she noticed low back pain approximately 1 year essure insertion. This pain was gone 2-3 days after hysterectomy and essure removal. Considering the compatible temporal relationship and the lack of alternative explanation, the causal relationship between essure and this event cannot be excluded. This case is regarded as incident since a device removal was required additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Event description:
This is a spontaneous case report received from a consumer (adult (>=18y and <65y) via regulatory authority (case# mw5042327) in united states on 06-jul-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. She reported that take dilantin as concomitant medications. Consumer stated that the insertion of essure was very painful and over the next few years she had low back pain, heavy periods and long periods and no sex drive. She did not relate these events to essure; her physician thought they were due to being pre-menopausal. She had essure removed in (B)(6) 2015 and three days post op her chronic back pain was gone. Ptc investigation result was received on 15-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced low back pain. This event was considered serious due to medical importance and is listed according to the reference safety information for essure. In this case, no alternative explanation was provided. Consumer stated that she had essure removed and three days post operation, her back pain was gone. Considering the information received, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to removal of essure. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Correction on 08-sep-2015: after internal coding review, the event term get up at night in a feverish sweat were split into separate entries and re-coded to different pts, night sweats and sweating fever. Essure general questionnaire was received on 14-sep-2015 from consumer: patient's demographic information was provided. In (B)(6) 2008, essure was inserted. It was not inserted after a pregnancy. Hysterosalpingogram (hsg) was performed and it was positive. Patient experienced back pain, fever, flu symptoms, no sex drive. Symptoms stopped three days after essure removal on (B)(6) 2015. Early menopause was also reported. Hysterectomy was reported (tubes and uterus were removed). She related events to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced low back pain. Sometimes she also experienced feverish sweats at night. Approximately 5 years after essure insertion, she underwent a hysterectomy and bilateral salpingectomy where essure inserts were removed. Her symptoms stopped 3 days after essure removal. These events are serious due to their medical importance. The low back pain is listed while the feverish sweats is unlisted in the reference safety information for essure. In this particular case, consumer stated that she noticed low back pain approximately 1 year essure insertion. This pain was gone 2-3 days after hysterectomy and essure removal. Considering the compatible temporal relationship and the lack of alternative explanation, the causal relationship between essure and this event cannot be excluded. There is limited information about the feverish sweats that she had sometimes. The time lapse between the insertion and onset date was not provided. Due to this intermittent occurrence and considering the nature of this event, the feverish sweats is rather assessed as unrelated to essure. This case is regarded as incident since a device removal was required additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 02-nov-2015: essure consumer general questionnaire received. Consumer was (B)(6). No previous gynecological problems or procedures. No relevant medical history or concurrent conditions. She had essure inserted in (B)(6) 2009. As back up contraception she used condoms. Hysterosalpingogram was performed and showed that procedure was successful. She experienced extreme low back pain, she was always tired, no sex drive and flu like symptoms. She went to a doctor concerning these symptoms but no diagnosis was given. She did not received any treatment or was hospitalized. On early 2015 an ultrasound was performed. On (B)(6) 2015 she had essure removed via laparoscopy. Hysterectomy was necessary. Pathology results showed inflammation. Her right coil was partially coming through the tube, it was starting to puncture the tube. She had recovered from essure removal procedure. She believed that essure caused her condition because her problems started after essure insertion and went away after removal. All her symptoms went away in (B)(6) 2015 after essure removal. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced low back pain. Sometimes she also experienced feverish sweats at night. Approximately 5 years after essure insertion, she underwent a hysterectomy and bilateral salpingectomy where essure inserts were removed. Later, it was informed that during the removal procedure, it was found out her right coil was partially coming through the tube, it was starting to puncture the tube (seen as fallopian tube perforation). Her symptoms stopped 3 days after essure removal. These events are serious due to their medical importance. The low back pain and the perforation are listed while the feverish sweats is unlisted in the reference safety information for essure. In this particular case, consumer stated that she noticed low back pain approximately 1 year essure insertion. This pain was gone 2-3 days after hysterectomy and essure removal. Considering the compatible temporal relationship and the lack of alternative explanation, the causal relationship between essure and this event cannot be excluded. There is limited information about the feverish sweats that she had sometimes. The time lapse between the insertion and onset date was not provided. Due to this intermittent occurrence and considering the nature of this event, the feverish sweats is rather assessed as unrelated to essure. Although in this case, the exact date and circumstances of this perforation have not been provided, considering fallopian tube perforation is a potential complication of essure use, causality with suspect insert cannot be excluded. This case is regarded as incident since a device removal was required additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.